Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of not being able to get any flowback was determined to be that the catheter was blocked. The not being able to get any flowback had been resolved. The explanted catheter piece was sent to the manufacturer for analysis.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving 1,500 mcg/ml clonidine at a daily dose of 122 mcg/day and 30 mg/ml dilaudid at a dose of 2.44 mg/day via an implantable infusion pump for spinal pain. It was reported that there was a catheter event, but it was not confirmed. Last week a catheter dye study was performed and they were able to successfully access the catheter access port (cap) but were not able to get any flowback. On (B)(6) 2017 they were revising the spinal portion of the catheter which was where the healthcare professional (hcp) believed the issue was from. No symptoms were reported. No further complications were expected or anticipated.